Manufacturer narrative:
A2: date of birth: (B)(6) 1934. D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study. It was reported the subject had suspected digestive hemorrhage and bowel obstruction. Standard, single compartment dosimetry was performed to assess treatment dose. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was selective. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): therasphere activity administered to the selective liver through vial 1. On (B)(6) 2022, 26 days post index procedure, the subject was diagnosed with suspected digestive hemorrhage. On the same day, the subject was admitted to emergency room with loss of consciousness, and suspicion of hematemesis. Treatment with proton pump inhibitors (ppi) and sandostatin, exacyl were administered to treat the event. On (B)(6) 2024, 1 unit of red blood cells was transfused. The subject was transferred to the intensive care unit (ICU). Hemorrhage was not suspected due to the absence of melena. Fecal vomiting was noted. There was a suspicion pseudo-occlusive syndrome, and the abdominal scan aims a colitis. The other concurrent disease was suspicion of pseudo-occlusive syndrome. Medication was administered and transfusion was performed to treat the event. On (B)(6) 2022, the outcome of the event was considered resolved.

Event description:
It was reported the subject had suspected digestive hemorrhage and bowel obstruction. Standard, single compartment dosimetry was performed to assess treatment dose. On (B)(6) 2022, the subject was enrolled into a clinical study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was selective. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii): therasphere activity administered to the selective liver through vial 1. On (B)(6) 2022, 26 days post index procedure, the subject was diagnosed with suspected digestive hemorrhage. On the same day, the subject was admitted to emergency room with loss of consciousness, and suspicion of hematemesis. Treatment with proton pump inhibitors (ppi) and sandostatin, exacyl were administered to treat the event. On (B)(6) 2022, 1 unit of red blood cells was transfused. The subject was transferred to the intensive care unit (ICU). Hemorrhage was not suspected due to the absence of melena. Fecal vomiting was noted. There was a suspicion pseudo-occlusive syndrome, and the abdominal scan aims a colitis. The other concurrent disease was suspicion of pseudo-occlusive syndrome. Medication was administered and transfusion was performed to treat the event. On (B)(6) 2022, the outcome of the event was considered resolved. It was further reported that during the index procedure, 5.176 gbq was administered to the selective liver through vial 1. There were no immediate intraoperative or post-operative complications reported in the hospitalization report. On (B)(6) 2022, it was confirmed that the subjected was admitted to the ICU due to suspicion of digestive hemorrhage because the hematemesis was observed while in the emergency department. The origin of the hematemesis could not be determined by explorations and clinical examinations in the ICU. There was no recurrence of melena. The diagnosis of digestive hemorrhage could not be confirmed, as no endoscopic examination was performed. Digestive hemorrhage was "assumed" on the basis of the clinical symptoms the patient presented in the emergency department that was hematemesis with drop in hemoglobin point. The site was unable to identify whether or not a non-target deposition of therasphere was made that could have led to hematemesis as a result of digestive hemorrhage. The site stated that this event was possibly related to the therasphere device because the worsening of portal hypertension, which was pre-existing in the subject due to underlying pathology (liver cirrhosis) occurred post therasphere treatment. This portal hypertension is the consequence of radiation hepatopathy because of the inflammatory reaction that occurred around the treated area that led to fibrotic condition of the liver post therasphere treatment.

Manufacturer narrative:
Product information was not provided from the clinical study, thus unable to provide the complete unique identifier (UDI) # and other product-specific information. A2: date of birth: (B)(6). D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: (B)(6). G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.